Event description:
The dealer alleges when their customer opened the carton one of the seats was cracked on a 9650-4 commode.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. (B)(4).